Event description:
It was reported that it was unable to pace during use. The catheter was replaced. Further detail could not be obtained. There were no patient complications reported.

Manufacturer narrative:
The device was not available for return. A device history record review was completed and documented that device met all specifications upon distribution. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time.